Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 9mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.